Manufacturer narrative:
A2) patient age - standard group mean age of 64.3± 14.8 years. Abbreviated group: mean age of 59.7± 14.6 years. A3) patient sex: standard group: 26 males and 16 females. Abbreviated group: 26 males and 16 females. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, thrombosis is listed as a potential adverse event with use of the bridge device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 05apr2021) "endovascular occlusion balloon-related thrombosis during transvenous lead extraction". The study retrospectively aimed to evaluate the incidence, predictors, and outcomes of balloon-related thrombosis (brt) in patients undergoing transvenous lead extraction (tle). A total of 42 consecutive patients undergoing prophylactic balloon placement during tle were enrolled in the study. Utilizing a spectranetics bridge occlusion balloon, two procedural workflows were established: one with the balloon within the inferior vena cava during the entire case (standard cohort) and one limiting the balloon¿s dwell time (abbreviated cohort). Procedural complications included 1 female patient with balloon-related thrombosis had a clinically significant pulmonary embolism (pe) on post-operative day 3, presenting with acute onset of shortness of breath and was initiated on oral anticoagulation. (MDR #3007284006-2026-00226). Additionally, 14 other patients experienced balloon-related thrombosis . Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 05apr2021 has been used, the date of publication. Pothineni, naga venkata k,- tschabrunn, cory m,carrillo, roger, schaller, robert d. 2021. Endovascular occlusion balloon-related thrombosis during transvenous lead extraction. Ep europace, 23(9):1472-1478. Doi:10.1093/europace/euab074. This report captures the serious injuries that occurred after use of the bridge device. There was no alleged malfunction of any spectranetics devices in use during the procedure.